Event description:
The facility reports the resident was taken to the bath area and was being prepared for the bath by the care aide. The resident was cognitive and in communication with the care aide while being transferred to the bath chair. The proper protocol was used in the chair with the belt and the latch securely fastened prior to lifting the resident for their bath. The care aide then proceeded with raising the chair lift and getting ready to swing the resident around to the bath, but prior to the lowering process, the care aide noticed the pole of the chair lift begin to sway first to the right then to the left. She pushed the foot release for emergency down, but the bath chair started to fall forward towards the floor. The care aid stood in front of the chair to try to prevent the chair from tipping forward. However, the weight was too much and the force pushed the care aid to the floor and then the resident fell on top of the care aide who was pinned to the floor underneath the resident, breaking her fall. The resident did not come out of the chair; the care aide was shouting for assistance. Immediately staff came to assist to upright the lift, remove the resident and care aide, and tend to the injuries that occurred. Resident sustained skin abrasions/scratches, a bruise to the left forearm and an injury to the toe that was bleeding. The care aide required a leave of absence.

Manufacturer narrative:
Photos of the lift were sent to the manufacturer for eval. The pictures showed the base of the lift was completely corroded and had been weakened enough to fail. This was a die cast base. The facility's maintenance personnel apparently did not detect the extent of the corrosion during any maintenance or inspections prior to the incident. The corrosion weakened the base until it broke. The lift was taken out of service. Other lifts at the facility were also tagged out of service. It is recommended bases of all similar style lifts at the facility be inspected for corrosion. If any is noted, the lifter should be taken out of service until the base can be replaced. Appropriate personnel should also be given a copy of the operating instructions for reference, if not already available.